Event description:
Additional information received on 6/26/2026 for report mw5175144 to update report information. This is in regard to previously submitted mw5175144: the wrong narrative was noted in the event description/the wrong date/the wrong outcome of pt. On (B)(6) 2025 I was connected with (B)(6) at the FDA. Explained that the narrative in the event along w/ date of event and outcome of patient are all incorrect. Also stated I feel like there may have been a glitch in their system as the description of this event is not r/t (B)(6), I've never seen or typed such a message. She stated to also reference mw5175143, mw5175145, mw5175146 and resubmit. The narrative should be: during a routine amulet procedure, heparin was given before crossing the atrial septum; a therapeutic act was reached early in the procedure. While attempting to fit an amulet device into the patient's left atrial appendage. It was identified what appeared to be irregular thrombus on the abbott sheath & amplatz super stiff guidewire in the patient's left atrium on the continuous tee. Prudent action was taken to withdraw the sheath back across the septum into the right atrium and more heparin was administered. The sheath and wire were removed from the patient's body. Thrombus could clearly be seen attached to a white, fibrous substance (similar to lint or fine gauze) contaminating the sheath & wire. A new sheath & wire were procured for the completion of the procedure. Pt: 4440. Device: 1120.

Event description:
Transferred from (B)(6) 11/7 after presenting with stroke symptoms. Pmh CABG, bioprosthetic avr, cerebral aneurysm and (afib) atrial fibrillation (no ac due to fall risk). CT negative for large vessel occlusion. Received tenecteplase 0.25 mg/kg prior to transfer (B)(6). Within 8 hours of administration, (B)(6) became bradycardic with worsening (nih score) national institutes of health stroke scale score. Repeat CT showed new (ich) intracerebral hemorrhage. (Txa) tranexamic acid bolus was given and (B)(6) was transferred to (B)(6) on 11/9. Fibrinogen level 241 upon arrival and no further txa was given. Nicardipine drip was ordered for (bp) blood pressure control. Clopidogrel started 11/9. (B)(6) maintained ability to speak, follow commands until began to develop respiratory failure on 11/10. (B)(6) required intubation on 11/11. Despite attempts made to optimize clinical condition, (B)(6) continued to fail (sbt) spontaneous breathing trial. (B)(6) indicated she did not want a trach so terminal extubating was done 11/22 and (B)(6) expired shortly after. Patient codes: 1891, 1751, 2484. Reference report #mw5175143, #mw5175145, #mw5175146.